Event description:
It was reported that during a da vinci roux-en y procedure, it was observed that the endowrist one vessel sealer instrument would not seal. On (B)(4) 2015, intuitive surgical inc., (isi) obtained the following information: the endowrist one vessel sealer instrument never worked during the procedure. The tissue that was being worked on was not highly calcified on in excess of 7mm in diameter. The surgeon was holding the master grips fully closed throughout the sealing cycle. The surgeon did hear the audible high pitch tones for about 10 seconds. The surgical area was inspected to confirm sealing and there was no tissue effect. The system did not give any error message to indicate the instrument was not coagulating or sealing. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to confirm the alleged sealing issue. The instrument was received with a bent blade. The instrument was placed on an in-house da vinci system and it failed the first self check. No other damage was found. This complaint is being reported due to the endowrist one vessel sealer instrument not sealing could likely cause or contribute to an adverse event, if the malfunction were to recur.